Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported probe performance. The pneumatics module was replaced. The system was then tested and met all product specifications. The system was manufactured on october 30, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to a nonconforming pneumatics module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitreous cutter did not cut during a procedure. The case was completed and there was no patient harm.